Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax and internal parts exposed. Initially the thermocool® smart touch® sf bi-directional navigation catheter displayed high force readings on the carto 3 system after zeroing appropriately. No errors were displayed. The high force readings occurred while attempting to apply radio frequency (rf) ablation. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-oct-2023, there was a cut on the pebax with reddish-brown material inside and internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of the cut on the pebax and internal parts exposed on 10-oct-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-aug-2023. The investigation was completed on 10-oct-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. However, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. However, this could not be conclusively determined. The magnetic and force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. The blood found inside the pebax area may contribute to the force issue. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).